Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported left side "capsulotomy was made revealing a silicone implant with gel bleed on the surface".

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "implant with gel bleed on the surface." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ gel bleed: unable to observe since the device is rupture. Additional observations: ¿ observed wear abrasion on the device. ¿ observed creases on the device. ¿ observed stress marks on the device. No further actions are required as the device was implanted.